Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection meronem (250 mg, intraperitoneally, frequency and duration not reported) for peritonitis. The outcome of the event was not reported. The action taken with dianeal therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.